Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "reported to have stopped infusing unexpectedly."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The last infusions from (B)(6) 2025 were investigated and no abnormalities were found in the device history files. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state but a damage on the ribbon cable of the operating unit was found. The device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked. The mechanical pressure cut-off was checked. Safety clamp was checked. The device matches the required values and standards. All measured values are within our specification. A delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1.39%. The device matches the required values and standards. All measured values are within our specification. Liquid residues could be found inside the device, on the lower housing, the bottom inner frame and the emc protection shield. The defect could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.